Manufacturer narrative:
Age/date of birth: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient contacted amo to report that her near vision was 20/100 following implant of an intraocular lens, iol. Patient stated she is planning on having the lens explanted. Follow up with the surgeon's office was performed. It was confirmed that the lens was explanted from a female patient's right eye on (B)(6) 2016. The lens was replaced with a model zlb00 lens with the same diopter size. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
On the initial report incorrectly indicated that the lens was explanted from the patient's right eye. Through follow-up it learned that the lens was explanted from the patient's left eye. All pertinent information available to abbott medical optics has been submitted.